Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found a broken top case at the head piece and bottom left corner. The cracked bottom case at the l bracket area and battery compartment and cracked plunger right case. Review of the pump event history showed a syringe plunger error in the history. The reported event was verified when the checking the error history log (ehl), plunger position was against case when alarm appeared. During investigation, the technician replaced left plunger case with damaged top case and that cleared up the problem of syringe plunger error and it was noted that impact caused the damaged top and right plunger cases. The technician was unable to determine the plunger error, however, it was determined that the customer related issues for the damaged case parts were due to normal wear as the pump is 13 years old. The technician replaced the left plunger and top case for the plunger error issues and replaced damaged top and cracked right plunger cases. The device passed functionality and delivery tests.

Event description:
It was reported that a syringe plunger error occurred. The top case was broken, and the drive head piece was cracked. No patient injury was reported.